Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the body rejected the pump. The pump was removed, and not replaced in (B)(6) 2011. The drug information and diagnostics performed were not reported in regard to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.